Event description:
On (B)(6) 2011, this patient underwent a reintervention to fix an amplatzer plug that had migrated into the internal iliac artery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).